Event description:
It was reported that the device would not recognize the hard paddles assembly. This was observed during a product maintenance check and there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). After several unsuccessful follow-up attempts with the customer, physio was unable to confirm if the hard paddles assembly was replaced for this device. The device has not been returned to physio-control for evaluation and the cause of the reported failure could not be determined.